Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) began beeping and experienced a reset which indicated that the ICD may not be able to deliver therapy. The physician performed an invasive procedure to explant the ICD and found fluid in the pocket, suggestive of an infection. The physician performed testing of the lead system, and found appropriate measurements. The physician elected to explant the ICD because of the reset and infection. The lead adaptor was also explanted for infection. The transvenous defibrillaion lead and subcutaneous patch lead were removed from service but remain implanted.